Event description:
It was reported that a pt underwent a lichtenstein mesh repair procedure for a right inguinal hernia on (B) (6) 2005. The surgery was uneventful. However, the recovery has been extremely painful. The pt has had pain from the time of surgery to the present day. In 2009, the pain intensified and radiated from the surgical site down the inside right thigh to the knee causing disability to work. The current physician can feel a ridge at the surgical site which proved to be the trigger point of the pain. The surgeon states the mesh is bunched up and incorporated or pressing against nerves which is causing the pain. Two cortisone injections have been administered and a third will be scheduled when needed. The pt is a candidate for mesh removal if the pain persists. In 2010, a marcaine and kenalog injection was administered to reduce inflammation and pain.

Manufacturer narrative:
(B) (4). Pain occurred. (B) (4). (B) (4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.